Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done. The customer was assisted to clear the alarm, however, the buttons were unresponsive. No further information provided.